Manufacturer narrative:
The MFR was advised that the explanted lvad pump will not be returned for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the MFR through their device tracking system indicating that pt outcome was reported as pt death. Cause of death noted as acute on chronic systolic heart failure.